Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a patient had a hypotension episode during a red blood cell exchange procedure. They were not able to give the date of the procedure, but suggested it was 4-6 months ago. The customer was unwilling to provide any other procedure details for this event,therefore, the outcome of the patient and whether or not medical intervention was necessary for the event are not known. Customer declined to provide patient information. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately (B)(6) of procedures, and (B)(6) of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause was not determined, as the customer was unwilling to provide additional details and rdf files for analysis. Training was offered to the customer, but the customer did not provide a response.

Event description:
The customer did not respond to attempts to obtain information for the investigation such as, procedural details, patient information, lot information, etc.